Manufacturer narrative:
The returned electrode was thoroughly inspected and analyzed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly and electrode body found no anomalies. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this patient had previously received inappropriate shocks due to oversensing of signal amplitudes. The patient's signal amplitudes had decreased throughout the years and there was noticeable undersensing. At the time the sicd system was abandoned and the patient's condition was treated with a transvenous system as it was more optimal. Recently, the sicd system was explanted. No additional adverse events were reported. This supplemental report is being filled to include device analysis information.

Event description:
It was reported that this patient had previously received inappropriate shocks due to oversensing of signal amplitudes. The patient's signal amplitudes had decreased throughout the years and there was noticeable undersensing. At the time the sicd system was abandoned and the patient's condition was treated with a transvenous system as it was more optimal. Recently, the sicd system was explanted. No additional adverse events were reported.